Event description:
During the implant procedure, the guidewire could not be inserted through the left ventricular (lv) lead. The guidewire and lead were replaced and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A complete lead without a guidewire was returned in one piece for analysis. A guidewire could not be fully inserted due to foreign material substance found clogged in the inner coil which is consistent with the reported event.